Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). When all three icons are illuminated, the device likely would not have the ability to deliver effective defibrillation energy. The customer did also indicate that the device was stored in a trunk of a vehicle and was found to have been wet from water dripping directly onto the device. There is no known correlation between the observed water and the reported issue. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio also observed the device to not power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further examined the customer's device and observed that water had infiltrated the device, resulting in corrosion which damaged the device's pcb's and depleted the internal hybrid layer capacitor (hlc) batteries as well as the device's charge-pak assembly. The cause of the reported issue was use error; the device was exposed to water which severely damaged the device.